Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/28/2014).the patient¿s meter has been returned on 7/16/2014 and evaluated by lifescan product analysis on 7/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging she had a meter settings issue on the onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014, the patient reportedly increased her insulin regimen when the meter settings issue began. The patient reportedly had high blood glucose symptoms 24 hours prior to the onset of the alleged meter setting issue. On (B)(6) 2014, the patient was hospitalized and required IV glucose treatment. It would have been helpful to obtained more information surrounding the reported incident. The meter settings issue was resolved with training on the day of the call to lifescan. This complaint is being reported because the patient required medical intervention suggestive for hypoglycemia after the meter setting issue began.